Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, there was reportedly no audio output (no audio alarm) from the receiver. The patient had been unresponsive for an hour and the sibling could not wake him. The patient's brother wasn't able to observe the reading on the receiver at the time of the incident, but the patient reported missing a low alert. The patient's brother tried to wake him up but the patient was not responding so he called 911. When emergency medical services arrived, the patient had woken up and the bg was 82 mg/dl. The patient ate and the bg after an hour was 140 mg/dl. The patient was in normal condition during the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.